Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up after receiving a vibratory alert. Intermittent t-wave oversensing post-sensed r-wave was noted. Programming changes were made. Patient was stable.